Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the asymptomatic patient presented in clinic for follow-up. Upon interrogation of the pulse generator, it was found to be in backup operation. The device report showed an error due to low battery status, further troubleshooting could not be performed. The device was explanted and replaced due to normal battery depletion. The patient was stable before, during and after the procedure.